Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient had experienced ineffective stimulation with their scs system. Targeted pain pattern was low back. Scs system was interrogated and no impedance issues were found. Reprogramming was unable to resolve the issue. Surgical intervention was undertaken wherein the entire scs system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.